Event description:
It was reported that during a pulsed field ablation procedure, the patient's blood pressure dropped to 50 when the left pulmonary vein (pv). A cardiac tamponade was suspected and an intracardiac echocardiogram and surface echocardiogram revealed a pericardial effu sion. A pericardial drainage was performed. The blood pressure became 130 and the ablation continued. Pulsed field ablation was delivered to the right pv and cavotricuspid isthmus (cti) was performed with radiofrequency. The case was completed with pulsed field ablation. The blood pressure decreased to 50 again and another pericardial drainage was performed. After the procedure, the patient's blood pressure stabilized at 130 and the vital signs stabilized. The patient was returned to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter; product ID: non-medtronic, product type: mapping catheter; product ID: non-medtronic, product type: catheter; product ID: non-medtronic, product type: catheter ] ID: non-medtronic ] product type: catheter ] ID: non-medtronic ] product type: intracardiac echocardiography (ice) catheter ] ID: non-medtronic ] product type: catheter ] ID: non-medtronic ] product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.